Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that during removal of the right ventricular (rv) lead, the lead was seen to be fractured at the level of the clavicle. Efforts to retract the helical screw resulted in complete fracture of the conductor cable and the helical screw could not be retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise and non-sustained ventricular tachycardia were noted on the right ventricular (rv) lead. A rv lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.